Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that when re-installing the cranial application software, the navigation system became unresponsive. The computer for the navigation system was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the navigation system became unresponsive during navigation. The representative attempted to restart the navigation system to resolve the issue, but the issue repeated. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.